Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatine kinase (ck) assay on a cobas pure c303 analytical unit. Initial result: >2330 u/l. 1st repeat result: 533 u/l (auto-rerun). The customer noticed that the result did not match the patient's previous results. No questionable result was reported outside the laboratory and the sample was then repeated. 2nd repeat result: 2000 u/l (accompanied by a data flag when tested with a manual rerun with a dilution 1:11). The 2nd repeat result of 2000 u/l (accompanied by a data flag) corresponded to the previous results.

Manufacturer narrative:
The ck reagent lot number and expiration date were not provided. The qc within the assigned ranges on the day of sample measurement. The alarm trace showed several aspiration alarms. The investigation is ongoing.

Manufacturer narrative:
A hardware performance check indicated a performance issue with the system. The field service engineer replaced the tubes on the vacuum bottle of the washing station and flushed the tube system. He then conducted test runs and they were acceptable. The customer performed qc and it was in range. The system was performing within specifications. No further issues were reported after the service visit. The root cause was due to misadjusted/replacement of parts (component failure).